Manufacturer narrative:
The device was received for evaluation. Visual inspection did identify a damaged force sensor that contributed to the reported condition. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was found out of specification in relation to the customer reported 'undetected downstream occlusion' which was not reproduced during evaluation. The reported condition was verified. The cause was determined to be a damaged force sensor. The force sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an undetected downstream occlusion. This occurred during an unspecified process step. There was no patient involvement. No additional information is available.